Event description:
Information was received that reported a patient was hospitalized in 2007 due to diabetic ketoacidosis. The reporter admitted that they were new to the device and may not have used it correctly. Upon admit, her blood glucose was 610 mg/dl. She was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report, had not been returned for evaluation.

Manufacturer narrative:
Add'l MFR narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.